Manufacturer narrative:
Correction: the file has been reassessed and determined to be no longer reportable. There has been no report of death, serious injury or delay in treatment/therapy that contributed to or resulted in an adverse patient impact related to this event. Please disregard initial MDR.

Event description:
It was reported that the device won't turn on/ off. Won't turn on, keypad and battery have been replaced. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device won't turn on/ off. Won't turn on, keypad and battery have been replaced. No additional information was provided. There was no patient involvement.